Manufacturer narrative:
The insulin pump was received with the operating currents within specifications. The insulin pump passed the self-test, cold reset test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test, displacement test, and the dat test at 0.08715 inches. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. There was no cosmetic damage noted during physical inspection. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump had a malfunction and that he had experienced multiple high blood glucose levels. The customer took a bolus before a meal but after two hours his blood glucose level was at 400 mg/dl. The insulin pump did not deliver the bolus. The customer's blood glucose reading during the morning was 294 mg/dl. The customer had also experienced high blood glucose readings of 296 mg/dl, 297 mg/dl, and 376 mg/dl. The customer treated some of the high blood glucose with manual injections. The customer would usually treat his high blood glucose by disconnecting the pump and doing a prime or with just a bolus but the insulin pump would not deliver all of the bolus. The no delivery alarm was absent. The customer declined troubleshooting on the pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.